Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated MDR #1225714-2014-03256, 1225714-2014-03257, and 1225714-2014-03258, and 1225714-2014-03259.

Event description:
The patient's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2003 and subsequently expired on (B)(6) 2003, after the use of the product.